Event description:
Procedure: gastrectomyafter sealing the tissue was cut, but since the tissue was not coagulated properly, a small amount of bleeding (less than 500cc) occurred. Used another device to complete the procedure.